Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1712k. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k and insulin pump was retuned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad traces, keypad flex connector, pcba 1, pcba 2 and force sensor and physical damage on the keypad flex connector. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Unresponsive keypad was confirmed during analysis with intermittent button response due to moisture damage on the keypad traces, keypad flex connector, pcba 1 and pcba 2 and physical damage to the keypad flex connector. Cosmetic damage was confirmed on the pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.